Manufacturer narrative:
Section d6a: section d6b: if explanted, give date: unknown/not provided; section b3: date of event: unknown; requested but not provided. The best estimate date is prior to jun 01, 2026 [alert date]. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a three piece non-preloaded monofocal intraocular lens (iol) was implanted and explanted. No further information was provided.